Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30656670l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that after a left pulmonary vein (lpv) ablation was completed, the patient¿s blood pressure decreased and was confirmed during right pulmonary vein (rpv) ablation. The echo confirmed the effusion. Administration of noradrenaline and drainage were conducted, and when blood pressure was recovering, ablation of rpv was resumed while drainage was continued, and pvi was completed. Blood pressure was in the 50¿70, and drainage was performed for about two hours after that. Blood transfusion and cell server were used midway. Eventually, blood pressure became about 120, and the patient returned to the ICU. It was found during rpv ablation, but the timing of tamponade was unknown. Drainage and blood transfusion were completed. Additional information was received on 27-jan-2022. Per the physician's judgment, the health injury was considered serious. The physician commented that the causality with biosense webster inc. (Bwi) product was unknown. The sheath used was an agilis and sl0. The brockenbrough needle was used (rf needle). Bwi products were used in accordance with the instructions for use (IFU). Additional information was received on 02-feb-2022. As of 02-feb, the patient was still hospitalized in the ICU, but blood pressure did not decrease after returning to the room, and the patient was expected to be discharged from the hospital by the end of this week. Additional information was received on 13-feb-2022. The adverse event was discovered during use of biosense webster products. The patient outcome was reported as improved. The patient has no relevant history. The generator used was smartablate. A transseptal puncture was performed with a rf needle. Before noting the cardiac tamponade, ablation was performed and there was no evidence of steam pop. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. There were no error messages observed on biosense webster equipment during the procedure. It was not reported that inappropriate use was conducted without IFU.